Event description:
Event description guidant received information that this ventricular implantable lead displayed high threshold measurements, which were beyond the pacing output for this device for the safety margin. This subsequently led to ventricular loss of capture. This patient has had two previous procedures for high theshold measurements. Another revision procedure was scheduled and the lead was explanted and replaced. The explanted lead was returned for analysis.